Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was displaying a service code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation it was discovered that both leads of high-voltage capacitor c19 were broken from the defibrillator board. The damaged capacitor caused the reported service code. The root cause of the broken capacitor leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c19 capacitor. The pt received a replaced monitor.